Event description:
A minimum fill notification was reported. There was no adverse impact to the customer¿s blood glucose level. The customer reloaded the same cartridge, which resolved the issue, allowing insulin delivery to resume successfully.